Event description:
It was reported that during an in-clinic follow-up, the left ventricular (lv) lead exhibited high capture thresholds. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal. The s-curve height was measured to be within specification.